Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had moved out of the fallopian tube/ migration of essure device location of device: outside of tube"), menorrhagia ("heavy menstrual cycles accompanied with more pain/ abnormal bleeding menorrhagia"), genital haemorrhage ("heavy bleeding/abnormal bleeding") and haemorrhagic anaemia ("heart disorder/condition type: anemia due to blood loss,") in an adult female patient who had essure (batch no. A254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), haemorrhagic anaemia (seriousness criterion medically significant), abdominal pain lower ("cramping pains"), pelvic pain ("debilitating pelvic pains on the right side"), dysmenorrhoea ("heavy menstrual cycles accompanied with more pain"), mood altered ("hormonal changes: real moody"), rash ("rashes"), tooth fracture ("dental problems: tooth just broke off"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), alopecia ("hair loss/ hair thinning"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful)"), weight increased ("weight gain"), migraine ("migraines"), headache ("headache") and back pain ("back pain"). The patient was treated with paracetamol (tylenol), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation to uterus). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, haemorrhagic anaemia, abdominal pain lower, pelvic pain, alopecia, migraine, headache and back pain had resolved and the genital haemorrhage, dysmenorrhoea, mood altered, rash, tooth fracture, vaginal discharge, visual impairment, fatigue, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, mood altered, pelvic pain, rash, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: all symptoms completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Essure indication was added. Events were added: abnormal vaginal bleeding, migraine, headache, hemorrhagic anemia. Lab data added. All symptoms were completely resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had moved out of the fallopian tube") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping pains"), pelvic pain ("debilitating pelvic pains on the right side"), dysmenorrhoea ("heavy menstrual cycles accompanied with more pain"), menorrhagia ("heavy menstrual cycles accompanied with more pain"), mood altered ("hormonal changes: real moody"), rash ("rashes"), tooth fracture ("dental problems: tooth just broke off"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), alopecia ("hair loss/ hair thinning"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful)") and weight increased ("weight gain"). At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, mood altered, rash, tooth fracture, vaginal discharge, visual impairment, alopecia, fatigue, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, rash, tooth fracture, vaginal discharge, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Events hormonal changes: really moody, rashes, dental problems: tooth just broke off, vaginal discharge, vaginal discharge, hair loss, fatigue, cramping, dyspareunia (painful) and weight gain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had moved out of the fallopian tube/ migration of essure device location of device: outside of tube"), menorrhagia ("heavy menstrual cycles accompanied with more pain/ abnormal bleeding menorrhagia"), genital haemorrhage ("heavy bleeding/abnormal bleeding") and haemorrhagic anaemia ("heart disorder/condition type: anemia due to blood loss,") in an adult female patient who had essure (batch no. A254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain ("debilitating pelvic pains on the right side/ pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss/ hair thinning") and dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), abdominal pain lower ("cramping pains"), dysmenorrhoea ("heavy menstrual cycles accompanied with more pain"), mood altered ("hormonal changes: real moody"), rash ("rashes"), tooth fracture ("dental problems: tooth just broke off"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with cyanocobalamin, iron, paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, haemorrhagic anaemia, vaginal haemorrhage, abdominal pain lower, pelvic pain, alopecia, dyspareunia, migraine, headache and back pain had resolved and the dysmenorrhoea, mood altered, rash, tooth fracture, vaginal discharge, visual impairment, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, mood altered, pelvic pain, rash, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: all symptoms completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received- outcome of dyspareunia updated to recovered / resolved. Treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.